Manufacturer narrative:
The fse who encountered the issue replaced the defective display, 9 volt battery, and completed the pm with full calibration. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and has been cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a display was defective with vertical lines on screen. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
During preventative maintenance (pm) a getinge field service engineer (fse) the fse discovered that the display was defective with vertical lines on screen. The fse replaced the defective display, 9 volt battery, and completed the pm with full calibration. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and has been cleared for clinical use.